Manufacturer narrative:
B5, h10 (per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.)

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. The cause of low bg was related to the customer inadvertently performing the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer received third party assistance from their spouse, who provided wafers and other sugar. The customer also received thrid party assistance from paramedics who gave customer a shot of glucagon. To address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No failure investigation completed. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their spouse, who provided wafers and other sugar to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.